Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4). It was reported that a system failure primary audible alarm occurred. No patient injury was reported.

Manufacturer narrative:
Additional event information received indicating no issues reported (updated b5). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked right plunger case and battery door. Functional testing found 'backup audible alarm post' at power up, however there were no errors captured in the event history log and there was no damage to the main board. Replaced the main board, performed power up process, preventative maintenance and all functional tests which passed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Additional information received which indicated that no issues were reported.